Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to glare and halos with night vision- could not drive. Clinical reason for the explant is halos and dysphotopsia making vision intolerable. The iol was replaced with unspecified monofocal lens. Additional information was requested.